Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging she had opened a box of onetouch ultra test strips and found two vials with different lot numbers and both vials were expired. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter discovered the alleged issue on (B)(6) 2013 (at 8 am). After discovering the alleged issue it is not clear if the reporter had the patient test her blood glucose with a different vial of strips. The patient reportedly did not test her blood glucose with another device. The patient reportedly manages her diabetes with insulin (no adjustments). According to the csr¿s documentation at the same time after discovering the reported issue, the patient reportedly continued with her regimen (administering 15 units of humalog and 25 units of lantus) and subsequently an hour and a half after the alleged issue was discovered, the patient reportedly developed symptoms of shaking, lightheadedness, and nausea. After the onset of her symptoms, it is not clear what type of treatment the patient administered and it is not know when the patient¿s symptoms abated. At the time of troubleshooting, the reporter did not have the subject products available. Replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue was discovered.